Manufacturer narrative:
Device evaluation: the hawkone was returned connected to a cutter driver inside biohazard packaging. No other ancillary devices were included. The hawkone was removed from the bag and inspected. It was noted the torque shaft was bend at more than a 90 degree angle beneath the strain relief. It was discovered the cutter assembly and drive shaft were protruding out from the cutter window approximately 2.8 cm with the thumb switch in the forward position. The distal rim of the cutter window showed the housing tore apart at the location of the drive shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone for treat a calcified 80/90% stenosis in the sfa. The device was prepped as per IFU with no issues identified. It was reported resistance was encountered removing the device from the patient, no excessive force was used. It was observed the cutter push rod exited the cutter window within the patient prior to removal. No patient injury was reported.